Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer called and reported he was concerned the insulin pump delivered 54 units of insulin over an hour and a half. Customer's blood glucose was 321 mg/dl, he delivered a bolus and his blood glucose went to 102 mg/dl too quickly, so he ate. Customer's blood glucose went to 76 mg/dl. Customer stated he had filled the device to 300 units, but it was only showing units and had accounted for delivering 10.5 units. The customer went to the hospital. During troubleshooting, the reservoir was showing the same amount of insulin as was shown on the status screen. The insulin pump had not been exposed to any magnetic resonance imaging. During troubleshooting, it was found some of the insulin may have been in the tubing itself. Customer had been following proper priming technique. The device will not be returning for analysis at this time.